Manufacturer narrative:
This is a known potential adverse event addressed in product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated to the lower abdomen and middle abdomen on (B)(6) 2022 using cooladvantage+ coolcurve applicator, treated to the middle abdomen on (B)(6) 2022 using cooladvantage+ coolcurve applicator, treated to the right abdomen and left abdomen (possibly flanks) on (B)(6) 2022 using cooladvantage coolcurve+ applicator, and treated to the lower abdomen on (B)(6) 2022 using cooladvantage+ coolcurve applicator and cooladvantage coolcurve+ applicator. The patient may have developed paradoxical hyperplasia (pah/ph) six to eight months after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
Allergan aesthetics received a report of a patient treated to the lower abdomen and middle abdomen on (B)(6) 2022 using cooladvantage+ coolcore applicator, treated to the middle abdomen on(B)(6) 2022 using cooladvantage+ coolcore applicator, treated to the right and left flanks on (B)(6) 2022 using cooladvantage coolcurve+ applicator, and treated to the lower abdomen on (B)(6) 2022 using cooladvantage+ coolcore applicator and cooladvantage coolcurve+ applicators. The patient may have developed paradoxical hyperplasia (pah/ph) six to eight months after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.